Manufacturer narrative:
(B)(4). This is report 1 of 4 involved in this peritonitis event. As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample was not requested. A follow-up report will be submitted if additional information becomes available.

Manufacturer narrative:
(B)(4). The root cause of the reported condition of peritonitis was undetermined. A batch review was performed for the potentially associated lot number (h11a22058), with no defects noted. Baxter has received similar reports for the reported problem. The root cause investigation is in progress.

Event description:
This report was received from global pharmacovigilance and is a spontaneous report by a nurse from the USA of peritonitis coincident with dianeal pd4 ambuflex therapy. On an unreported date, the patient began treatment with dianeal pd4 ambuflex (dose, frequency not reported) intraperitoneally (ip) for peritoneal dialysis (pd). During a call with baxter customer service, the patient?s nurse reported the following information. On an unreported date, the patient had a change in mental status and developed peritonitis. On (B)(6) 2011, the patient was hospitalized for peritonitis. The cause of the peritonitis was unknown. On an unreported date, a peritoneal effluent culture was performed with unknown results. Treatment rendered and if dianeal therapy was ongoing were not reported. At the time of this report, the patient was recovering from the peritonitis. The outcome of the mental status change was not reported. Per the nurse, the peritonitis was unrelated to dianeal therapy. A causality statement was not provided for the change in mental status.